Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Additional observations: one opening assessed as surgical damage. Total delamination of plug strap disk shell assessed as adhesive failure. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concerns with the product with "having a biopsy done because of some fluid in her breasts". Later, healthcare professional reported patient having a lot of pain and discomfort in both breasts so they drained the fluid and sent that off for testing to make sure patient did not have alcl. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "some fluid in her breasts", "pocket of fluid around/near the implant".

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concerns with the product with "having a biopsy done because of some fluid in her breasts". Device remains implanted. Later, healthcare professional reported patient having a lot of pain and discomfort in both breasts so they drained the fluid and sent that off for testing to make sure patient did not have alcl.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concerns with the product with "having a biopsy done because of some fluid in her breasts". The device has been explanted. Later, healthcare professional reported patient having a lot of pain and discomfort in both breasts so they drained the fluid and sent that off for testing to make sure patient did not have alcl.